Event description:
Plastic cover of cable compartment fell on patient's chest. Patient was not injured. This was caused by the user, grabbing the display instead of the boom handles for moving the display. The instructions for use clearly indicate to use the handle instead of the display for moving the display.